Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of a questionable crep2 creatinine plus ver.2 results for 1 patient sample tested on a cobas 6000 c (501) module. The initial crea2 result was 347 ¿mol/l. The same patient sample had crea2 testing repeated 3 times with results of 76 ¿mol/l, 155 ¿mol/l, and 76 ¿mol/l. The customer reported out the crea2 result of 76 ¿mol/l as this result was in correlation with the patient's medical history and previous patient results. The erroneous results were not released outside of the laboratory. There was no allegation of an adverse event. Calibration and qc results were acceptable on the day of event. The crea2 reagent lot was 328252 with an expiration date that was requested but not provided. Based on analysis of the calibration and qc data a general reagent issue can be excluded. The field engineering specialist replaced the gear pump head. He adjusted the sample and reagent probe. He decontaminated the sample and reagent lines. He checked the amount of detergent the analyzer was consuming. The customer stated that since the service visit on (B)(6) 2018 there have been no further issues.